Event description:
This patient in 1979 had bilateral silicone gel implants placed. In 1987, she developed myalgias of both upper extremities, fatigue and migraine headaches. In 1988 she developed a high ana titer - 60's. She has history of colon disease. She also has night sweats, dry eyes and continued joint pain. She had a bilateral periprosthetic capsulectomy with removal of implants.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.